Event description:
It was reported that the product heated up during a procedure. There were no injuries to the patient or user, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Upon disassembly, corrosion was found on the ball bearing, press plug, and motor cartridge. Corrosion can lead to increase friction between rotating components, which can generate heat.